Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness and pacemaker syndrome. The right atrial (ra) lead was turned off initially and later, to be explanted due to a confirmed fracture. No further patient complications have been reported as a result of this event.